Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that transducers on the new combiset keep pulling air into the extracorporeal circuits causing issues. In a follow up, the nurse verified the initial report. There is no harm or adverse events associated with the events. The staff now know to catch the air pulling quicker and trade out the transducer protector with the extra older version they have on hand. The nurse reiterated that the events are random and a nuisance to the clinic flow. The clinic uses 2008t machines and fresenius dialyzers. There are no noted physical defects that can be determined. There are no samples to return.